Manufacturer narrative:
Follow-up #1 date of submission 07/14/2015-device evaluation:the meter remote has been returned and evaluated by product analysis on 06/24/2015 with the following findings: animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote immediately emitted an error 1 with sub code 5. The meter could not be paired with a pump to complete investigation due to the error that could not be cleared.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 at random, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.